Event description:
Customer reported the system is displaying intermittent "motion detection" errors. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and reseated the circuit cards. System operates as intended.